Manufacturer narrative:
The device is returned and an evaluation completed for it. Additional information has also been received for the event. This supplemental report is being submitted to provide this information. There was no x-ray taken during the procedure, nor was bleeding reported. There was no delay in procedure and no part of the device broke off. The device bent prematurely during the middle of the procedure; it is not known how many passes the needle had done prior to that. There were no reported issues or difficulties either inserting or withdrawing the device at any point in the procedure. The device and the scope used with the device was inspected prior to procedure and no anomalies were observed. The actual lot # for the device is fr860048. Fr859983 is the package lot number. The device was received without the original packaging; only one device is received for inspection. A visual inspection was performed upon the received appearance and noted a severe kink approximately 90 degree bent on the insertion portion near the distal tip of the metallic boot. The stylet was still inserted in the aspiration port upon received. The stylet was unable to advance. This is due to the severe kink. The sheath adjuster knob (thumb lock screw) was found to be overtight; physical force needed to applied in order to unscrew the knob; a dimple depression was noted on connecting slider body. In addition, a functional testing was performed and the needle was able to extend/retract from the sheath. However, physical force needed to be applied due to the severe kink. There was no damages noted on the needle itself. The instruction manual under the warning and caution section states: ¿the instrument are single-use, disposable items. Do not reuse or attempt to sterilize them. Reusing the instrument could pose an infection control risk and/or cause tissue irritation, equipment damage or malfunction. In addition, the instrument¿s optimum functionality can only be realized during its first use. If using the same instrument several times in an operation, confirm there is no irregularity of the instrument before inserting it into the endoscope. Stop using the instrument if the stylet is kinked. Otherwise, it could break the stylet or cause difficulty in insertion and/or withdrawal. Do not apply bending force to the handle section. Doing so may damage the instrument and/or endoscope.¿

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review for the lot indicated no anomaly in manufacturing records with the event-related items. Root cause for the bending of the device could not be determined. It is likely that the bending of the needle tube occurred by inserting it into the endoscope, tightening the angle of the endoscope, and inserting and removing the needle tube. The instructions for use (IFU) has the following description related to this event: ·when the suction biopsy needle is inserted into the endoscope, the tip of the needle tube bends. When puncturing, consider the bending of the tip of the needle tube and confirm the sheath tip and the tip of the needle tube on the endoscopic and ultrasonic images before puncturing. Puncture without considering the bending of the needle can lead to perforation, major bleeding, and mucous membrane damage. Also, do not put back the bent needle tube. It may break the needle tube. ·do not insert the biopsy needle with the endoscope angled. This can lead to damage to the endoscope or aspiration biopsy needle. ·return the up/down angle lever of the endoscope to the neutral state before inserting the suction biopsy needle into the endoscope. Inserting with the angle fixed can result in damage to the endoscope or aspiration biopsy needle. The instruction manual under the warning and caution section states: ¿the instrument are single-use, disposable items. Do not reuse or attempt to sterilize them. Reusing the instrument could pose an infection control risk and/or cause tissue irritation, equipment damage or malfunction. In addition, the instrument¿s optimum functionality can only be realized during its first use. If using the same instrument several times in an operation, confirm there is no irregularity of the instrument before inserting it into the endoscope. Stop using the instrument if the stylet is kinked. Otherwise, it could break the stylet or cause difficulty in insertion and/or withdrawal. Do not apply bending force to the handle section. Doing so may damage the instrument and/or endoscope.¿

Manufacturer narrative:
There is no additional information of the event available yet. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event the therapeutic linear endobronchial ultrasound (ebus) procedure the device was significantly bent after sampling lymph node right lower paratracheal (4r). The procedure was completed with a new device. There was no adverse impact to the patient. No other equipment was damaged.